Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump has been giving no delivery alarms. Customer visited the emergency room and was wearing the insulin pump at the time of hospitalization. Customer was vomiting. Customer's father stated that he was hospitalized due to high blood glucose. The current blood glucose reading is 142 mg/dl. The insulin pump will be replaced. Nothing further reported.